Event description:
Boston scientific received information that this patient was seen in march and told that they had 1-2 years left with the device. The patient was seen again recently and told their device has reached elective replacement indicator (eri) with a battery voltage of 2.55 volts and a 13.3 second charge time. A device replacement was to be scheduled. No adverse patient effects were reported. Additional information received from the local sales representative states that after further review it appears that this device seems to have under-performed in relation to the longevity that was provided in march. No intervention has been performed at this time. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device remains in service. Should additional iformation become available this investigation will be updated.